Event description:
A customer contacted beckman coulter, inc. (Bci) to report a leak coming from above the liquid washer container on unicel dxi 800 access immunoassay system. The customer stated that there was no exposure to the leaking fluids. No injury was reported by the customer.

Manufacturer narrative:
The customer was not questioning assays or patient results. Service was dispatched and onsite on (B)(4) 2011. The field service engineer (fse) found leaking liquid waste peri-pump tubing. The fse replaced leaking tubing and verified system performance to published specifications. The fse completed an overdue preventive maintenance ((B)(4) 2011 pm). Hardware was the root cause for the event.